Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) failed and did not open. A field service engineer (fse) identified that the remote manager was frequently failing with a "failed by user" error. During troubleshooting, a loose and worn harness was found and replaced. The fse also observed that the refrigerator door was falling open due to improper leveling, which could place additional strain on the latch; the customer initiated a ticket with facilities to inspect and level the unit. The system was tested in the hardware test application (hta) and confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager (rm) failed and did not open. Device showed failed by user error; when accessing refrigerator medication, the door beeped but did not unlock, eventually opening after 2-5 minutes delay. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.